Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
It was reported that during an unk procedure, the handpiece rec'd an overtemperature error. It wasn't known how the case was completed but there was no consequence to the patient.